Event description:
It was reported that the patient was able to eat and write when his system was on. However, he only had stimulation on 10% of the time because his balance was off. He shuffled rather than walking and used a cane. He also had a choking sensation when swallowing at times. The patient had a problem with equilibrium and could not move his leg as he should. He also reported a shock or jolt when turning stimulation on. Follow-up from the patient reported that he was still having concerns with his device or therapy, but had not sought further help. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0fvp0, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# va0fvp0, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).